Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this ra lead exhibited loss of capture in bipolar configuration. An x-ray revealed that there is a fracture. A new lead was implanted but the status of this lead is unknown.